Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had an unusually large right atrium, and the heart was noted to be rotated which the physician stated typical landmarks were not applicable for a standard transseptal puncture (tsp) for the procedure. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained, and a watchman fxd double curve access system (was) was inserted with versacross connect (vcc) transseptal access system. Intracardiac echocardiogram (ice) imaging was used. Visualization of the fossa ovalis and the tsp equipment was a challenge, and tsp was not successful. The physician removed the was and vcc and inserted a non-boston scientific (bsc) sheath and non-bsc tsp needle. Again, imaging was a challenge and tsp was not successful. After repeated attempts, the physician finally got in contact with the septum and tsp was successful into the left atrium. The physicians had been performing tee sweeps of the pericardium to look for pe during all the tsp attempts, but immediately after gaining la access, the tee physician did note a pe in the posterior apex of the heart. A versacross radiofrequency (rf) wire was used post tsp to exchange the non-bsc sheath for the was. A pericardiocentesis was performed and 250ccs of dark/venous appearing blood was removed. A pericardial drain was sutured in place and attached to a vacuum, resulting in an additional 10-15cc being drained. The physician then decided to proceed with the procedure with inserting and implanting a 31mm watchman flx pro closure device. The procedure was concluded. The patient is expected to fully recover, and the original plan was for the patient to stay one (1) night post procedure. There was no indication the stay would be longer than one (1) evening. In the physician's opinion, the presumed cause was the numerous equipment exchanges during the procedure.